Manufacturer narrative:
(B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in the right proximal superficial femoral artery (sfa) with 80% stenosis. It was 100 mm long with a proximal reference vessel diameter of 5 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii a lesion. The target lesion was treated with predilation and followed with placement of a 6 mm x 120 mm study stent. Following post dilation, the residual stenosis was 5%. On (B)(6) 2020, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, the subject visited the enrolling site for protocol scheduled 12-month follow-up visit with symptoms of recurrent claudication of right leg (target limb). The subject informed of pain in both calves after walking for a maximum distance of 500 meters. Also, oppressive pain was experienced at night with improvement on elevation. Rutherford classification was at 3 (severe claudication). Duplex ultrasound scan revealed more than 90% stenosis in hunters canal, significantly increased flow velocities, and peak systolic velocity (psv): 427 cm/s in the right sfa. Pre-operative, the ankle brachial index on the right dorsalis pedis artery was at 64 and posterior tibial artery was at 40. The subject was hospitalized on the same day for further evaluation and treatment. On (B)(6) 2021, to treat 85% stenosis in right ostial to mid sfa (target lesion) with a reference vessel diameter of 5 mm and lesion length of 140 mm, percutaneous transluminal angioplasty was performed with a 5 mm x 150 mm non-boston scientific balloon. Post procedure revealed 5% residual stenosis. The subject was started on 40 mg simvastatin 1 x per day to stabilize the atherosclerotic plaques. Additionally, asaflow 80 mg and clopidogrel 75 mg, 1 x per day for 3 months. Post-operative, the ankle brachial index on the right dorsalis pedis artery was at 62 and posterior tibial artery was at 78. On (B)(6) 2021, the subject was discharged.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in the right proximal superficial femoral artery (sfa) with 80% stenosis. It was 100 mm long with a proximal reference vessel diameter of 5 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii a lesion. The target lesion was treated with predilation and followed with placement of a 6 mm x 120 mm study stent. Following post dilation, the residual stenosis was 5%. On (B)(6) 2020, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, the subject visited the enrolling site for protocol scheduled 12-month follow-up visit with symptoms of recurrent claudication of right leg (target limb). The subject informed of pain in both calves after walking for a maximum distance of 500 meters. Also, oppressive pain was experienced at night with improvement on elevation. Rutherford classification was at 3 (severe claudication). Duplex ultrasound scan revealed more than 90% stenosis in hunters canal, significantly increased flow velocities, and peak systolic velocity (psv): 427 cm/s in the right sfa. Pre-operative, the ankle brachial index on the right dorsalis pedis artery was at 64 and posterior tibial artery was at 40. The subject was hospitalized on the same day for further evaluation and treatment. On (B)(6) 2021, to treat 85% stenosis in right ostial to mid sfa (target lesion) with a reference vessel diameter of 5 mm and lesion length of 140 mm, percutaneous transluminal angioplasty was performed with a 5 mm x 150 mm non-boston scientific balloon. Post procedure revealed 5% residual stenosis. The subject was started on 40 mg simvastatin 1 x per day to stabilize the atherosclerotic plaques. Additionally, asaflow 80 mg and clopidogrel 75 mg, 1 x per day for 3 months. Post-operative, the ankle brachial index on the right dorsalis pedis artery was at 62 and posterior tibial artery was at 78. On (B)(6) 2021, the subject was discharged. At the time of reporting, the event was not recovered/not resolved. It was further reported that on (B)(6) 2021, the event was considered as recovered / resolved.